Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# (d4) was not provided.

Event description:
A (B)(6) customer felt hypoglycemic and tested on the contour xt. The reading was 80mg/dl. He retested on a contour and the reading was 39mg/dl. He took some gluocose. Further treatment was not required. The customer had already gotten a new meter and strips. It was advised the test strips be returned for investigation.